Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempts have been made and no further information has been provided yet. No information on device location.

Event description:
Roi-a : broken cage when impacting anchor, reporter spoke with the surgeon. He said that the cage broke when inserting anchor because of sclerotic bones. Surgeon had refused to use starter awl. He then changed the cage and inserted a new cage without problem. No impact on patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Several attempts have been made to obtain further information, no other information received. According to provided information, starter awl was not used. Starter awl is provided to assist with insertion of the anchor plates in hard bone. According to provided elements and investigation results, issue is not device related. Probable root cause of device breakage is related to a failure to follow surgical technique : bone was sclerotic and surgeon refused to use starter awl.

Event description:
Several attempts have been made to obtain further information, no other information received.